Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient experienced swelling in the scrotum with this inflatable penile prosthesis (ipp). Also, a fluid leak was identified likely in tubing or pump. The device was removed without reported complications.

Manufacturer narrative:
B3: date of event is an approximate. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested, and examined using a microscope. Both cylinders had wear at a fold on the medial of the body. Cylinder 1 had three holes on the outer tubing found by the proximal end most likely from tool damage of explant surgery. A leak was found from within the damage. Pressure test was not performed on cylinder 1 when a leak was found. Cylinder 2 had a size of a pinhole damage on the outer tubing also from explant however no damage was found in the inner tubings; cylinder 2 pass pressure test as performed. The ams 700 spherical reservoir was visually inspected, leak tested, and examined using a microscope. The strain relief junction had a cut from sharp instrument most likely from explant damage however no leaks were found within the damage. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leak was found. All three of the kink resistant tubing (krt) section was cut down to the appropriate length prior to pump functional testing. The ms pump was functionally tested and pass function test within specification. As analyzed, both returned cylinders are damaged from tool during explant in which would consider a secondary failure. Product analysis was unable to confirm the reported allegations.

Event description:
It was reported that the patient experienced swelling in the scrotum with this inflatable penile prosthesis (ipp). Also, a fluid leak was identified likely in tubing or pump. The device was removed without reported complications.